Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device return to manuf?, device eval by manufacturer? Annex b: b01. Annex c: c0601. Annex d: d01. Remedial action required, remedial action.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.